Event description:
Patient states she has a sinus issue and feels a little short winded. She discussed with primary care physician and they told her it was allergies due to CPAP machine. She is taking fluticasone nasal spray. She missed 3 days of doses due to needing a grant to pay for the medication.